Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1200 mg/dl. The customer stated that she was sick, and was vomiting that day. The customer also reported that the screen was scratched, and no longer legible. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched lcd window.